Event description:
Patient intubated, easy cap placed on tube. No fluctuations in color. As a result the patient was extubated and reintubated. Again no fluctuations in color. A second ecap was attached which showed appropriate change. First ecap reattached and showed no change.